Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed a small amount of fluid from the vent line under the needle area. Fse re-fitted the loose vent line to the needle which resolved the leak. Repair was verified per established procedures and results met published performance specifications. The cause of the leak was related to a loose vent line to the needle. (B)(4).

Event description:
A customer contacted beckman coulter and reported that approximately 2ml of a bloody fluid leaked under the needle cartridge of their coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) including a lab coat and gloves. No injury or exposure was reported. There was no affect to patient samples or results.